Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. No information was received from the field regarding patient condition, anatomical factors, or implant depth. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient developed a left bundle branch block. The decision was made to implant a dual chamber permanent pacemaker. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that the patient had developed a pericardial effusion with thoracic pain, typical of pericarditis with an inflammatory syndrome. The patient was administered aspegic and colchimax.